Event description:
In 2004 one unit of outdated dermagraft was implanted into a pt. The device was mfg in 2003 and had three mos expiration date (exp 2004). One day after implantation, the device was explanted and replaced with a new dermagraft. Rn who works with dr was contacted by co's medical advisor in 2004. It was stated that the treated pt was seen in 2004 and had no evidence of any adverse effects from the other implantation. The wound looked much smaller.